Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the abbott prism hiv ag/ab combo assay and the prism reaction trays on the prism analyzer. The customer provided the following results: initial 3.23, retests: 12.88 and 0.10 s/co. The specimen was p24 and (B)(6) when tested using the genius method. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, and a review of product labeling. Return material was not available. A specificity testing protocol was executed using (B)(6), list number 7g46-48, lot number 52851li00 and prism reaction trays,list number 5a07-01, lot number 52082m500. Testing met the acceptance criteria and determined the the product is meeting expected specificity requirements and are performing acceptably. A design history review did not find any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the a prism 6 channel analyzer, list number 06a36 was identified.